Event description:
It was reported that a pump declared an altitude alarm, causing the customer to take corrective actions. There was no adverse impact to the customer¿s blood glucose level, which was not above 500 mg/dl. The customer followed instructions to clean the speaker holes and attempt cartridge changes, but the alarm recurred. Technical support advised waiting two hours for any moisture to evaporate and will follow up; the customer is using multiple daily injections in the meantime.